Manufacturer narrative:
Patient information was requested and was not provided. The manufacturer's service technician was able to duplicate the reported problem. The manufacturer's service technician repaired the unit by replacing the data acquisition board and the data acquisition to motor controller cable. The system was fully serviced and passed the performance verification and safety tests.

Event description:
The customer reported that the ventilator shut off during use with a 100a error code (da pcba adc reference failed). The event occurred during clinical use but there was reportedly no patient harm. The customer reported that the device was in clinical use at the time the issue was discovered, but there was reportedly no patient harm.